Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for evaluation and the reported complaint was confirmed. The device was returned loose in the carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is misfolded. The leading haptic is extended straight. The file states that the company ovd was used but it was very cold. While we are unable to determine the origin of the observed misfolded trailing haptic, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the IFU, as the surgeon states that the company ovd was used but it was very cold. The IFU instructs ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Use the company preloaded delivery system at operating room temperatures between 18degree c (64degree f) and 23degree c (73degree f) after the device has been allowed to come to the operating room temperature over a 30 minute timeframe. The company preloaded delivery system and company qualified ovds should be used at operating room temperatures between 18degree c (64 degreef) and 23degree c (73 degree f). Allow both the system and ovd to reach operating room temperature before use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Straight leading haptic was also observed. The presentation of straight leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include use of a non qualified viscoelastic or bss in the delivery system. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degreec (64 degree f) to 23 degree c (73 degree f). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure the haptic was not folded, it came straight out of the injector. The surgeon decided to not implant the iol. Another iol was used. No patient impact. Additional information has been received and stated that there was no patient contact.